Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the image of the subject device was not displayed. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The field service engineer of olympus (B)(4) visited the facility and checked the subject device on-site, and found that the for once the image came and then no image was noticed. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for the service department of olympus india (omsi), it was found that the subject device was getting hang intermittently and its front panel led starts blinking due to a faulty board. There was no report of patient injury associated with the event.